Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient was remotely monitored via merlin.net. Upon review of the transmission, the pacemaker demonstrated undersensing, which resulted in an inappropriate automatic mode switch (ams). No intervention was performed, and no adverse patient consequences were reported.